Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the ratchet was stuck on the bottom roll and the comb was bent. The side plates, comb, bottom roll, and ratchet gear were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: canada.

Event description:
It was reported that outside of surgery the handle was put on wrong and it would not disconnect from the mesher. It is unknown if the handle was able to perform the up and down motion. There was no patient involvement. During product evaluation, it was discovered that the comb was bent. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfuntion.